Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient's scs leads had migrated. In turn, the patient underwent surgical intervention wherein the scs lead was repositioned to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient underwent surgical intervention for a lead revision. The lead was repositioned. Coverage was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. The patient underwent surgical intervention to add a lead to improve therapy coverage, but the procedure was abandoned due to the physician being unable to place the lead to the desired location. No products were explanted, but the patient may undergo further surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.